Manufacturer narrative:
During inspection and testing, the coating of the insertion section was peeled off due to deterioration. The report of a leak was confirmed. The device was not water tight due to holes in the curved rubber caused by external factors. In addition, the adhesive on the bending section was detached, angulation was insufficient due to elongation of the angle wire, there was a spot on the image due to damage to the image guide bundle due to external factors, there were scratches on multiple parts of the device due to external factors, and the operation part was cracked due to an external factor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the endoscope was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating of the insertion section was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeled adhesive on the insertion section of the endoscope. A definitive root cause for this issue was not established. However, it is probable that issue occurred due to stress from long-term/repeated use (i.e., deterioration). Olympus will continue to monitor field performance for this device.